Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain and complex regional pain syndrome type I. It was reported the patient's non-rechargeable device was displaying the elective replacement indicator (eri) message. The patient was programmed with 2 + 's and 2 - 's at 420 ohms, 11.184ma. A longevity calculation showed the estimated eri would be 46 months measured with a battery voltage of 2.58v. The patient was programmed with these settings on (B)(6) 2016 and noted they do not use their therapy all the time. The diary was showing it was being used 99% of the time however it was determined the 99% usage was since the last time the device was interrogated with the clinician programmer. There was no indication of a short circuit used in programming and it was unknown if the previous settings were high. The eri did not seem appropriate based on the longevity calculation and the battery voltage was not higher than expected when measured. The impedance measurements were between 700-2000 ohms when tested at 0.7v and were normal. At the time of report there was no information regarding replacement or a replacement date. If additional information is received a follow-up report will be sent.